Manufacturer narrative:
(B)(4).

Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. Patient care specialist did not report any injury or medical intervention at the time of contact with dexcom technical support.